Manufacturer narrative:
The customer reported a vent inop due to flow sensor failure. The customer does not want service at this time. The customer had a third party biomed evaluate the device. The biomed reported after initial power on, the ventilator operated as intended without observed anomalies for approximately 3 minutes, then the ventilator status changed to vent inop, which replicated the alleged incident described by facility staff. The customer had stated the that the vent will permanently be out of service. No parts replaced.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device went vent inop while on a patient. The patient coded and was transferred to the hospital.